Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): patient was revised due to left hip dislocation. The explanted implants were articulating with a hip resurfacing cup that was done in india. Date unknown. No additional information. There was no surgical delay.

Manufacturer narrative:
Reported event : an event regarding dislocation (leading to revision) involving a bi-mentum pe liner 28/49 was reported. Conclusions : the reported device is an serf product. The products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with specifications serf has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed. Corrective action/preventive action: no action is required.

Event description:
No new information.